Event description:
Reported events of "uterine fundal perforation", "slipped gastric band", and "gastric outlet obstruction" within one pt from abstract: "primary repair of latrogenic uterine perforation at 18 weeks of gestation resulting in a successful term delivery", bjog: an international journal of obstetrics and gynaecology, (june 2013) vol. 120, supp. Suppl 1, pp. 179-180. (B)(4). Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). No contact info was provided for the reporter of the complaint. The product associated with this report has not been returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Slipped gastric band, gastric outlet obstruction, and "uterine fundal perforation" are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food." "Pts must be cautioned to chew that food thoroughly. Pts with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction."